Event description:
It was reported that on (B)(6) 2020, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip ntr was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an unknown date, about one year ago, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. On (B)(6) 2026, additional mitraclip xtw was implanted laterally to stabilize the slda. The final mr was grade 1-2+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.